Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 392 mg/dl, 261 mg/dl and 153 mg/dl when all tests were performed within 10 minutes on the active s system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent. Reporter stated that he was out of strips, and so, no product will be returned for evaluation.